Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6). During servicing of the device it was found to have dirty and damaged packaging. It is unk if the device was used in surgery. It is unk if injuries or medical intervention occurred. The date of the event is unk. No additional info available.